Manufacturer narrative:
The device history records for the device are currently being reviewed. The stent sample is not being returned to the manufacturer as it was retained by the user facility. Further information regarding the procedure was requested from the user facility but was not provided. The investigation is currently underway.

Event description:
It was reported that a stent failed to fully deploy in the iliac artery (off-label) and part of the stent had to be surgically removed. Reportedly, the stent was being placed in a heavily calcified, occluded iliac artery using a brachial approach. The physician deployed the stent approximately 90 percent and thought it had fully deployed. Upon removal of the delivery system there was some resistance and it was observed that a portion of the stent was caught in the sheath. Attempts were made to manipulate the stent out of the sheath. However, the end of the stent was moved into the aorta. Therefore, the patient was converted to open surgery. Half of the stent was removed. A competitor's endoprosthesis was placed in the iliac artery and partially within the remaining portion of the stent. It was reported that there was substantial blood loss during the procedure. The patient tolerated the procedure and is now reported to be doing fine.